Event description:
Boston scientific (bsc) cardiac rhythm management received information that both of these leads had changes in the threshold and sensing shortly after implant. A fluoroscopy view showed the leads had pulled back.